Manufacturer narrative:
Date of birth: birth year (B)(6) (date unknown). Device evaluated by manufacturer: the device was returned in a sheathed configuration separate from the returned isleeve sheath. No damage was observed to the fluorinated ethylene propylene (fep) coating or lotus edge delivery system (ds). Minor compression was noted on the outer sheath (os) of the lotus edge ds, 5mm proximal to the tip of the nose cone. This compression is most likely due to sheathing the distal components of the ds after deployment of the lotus edge valve. The lotus edge ds was loaded onto a safari2 guidewire. The ds was then inserted and advanced into a lotus introducer sheath without issue or resistance.

Event description:
Reportable based on additional information received 01jun2020. A 27mm lotus edge valve was selected for implantation. Advancing the lotus edge valve through an isleeve introducer sheath required force. The lotus edge valve was implanted and upon removal, the delivery system became stuck in the isleeve introducer sheath. The lotus edge valve delivery system and introducer sheath were removed together. There were no patient complications and the patient status was fine. It was further reported that a new pathological q-wave or left bundle branch block (lbbb) occurred post procedure.